Manufacturer narrative:
(B)(4).

Event description:
A home care nurse from (B)(6) reported patients' results on the a1cnow selfcheck system were higher than the lab tests. One patient received a 7.0% from the a1cnow, and the lab tests were usually 5.6 and 5.8%. A second patient received a 6.4% from the a1cnow and the lab test was 5.1% a third patient received 8.6% from the a1cnow and the lab test was 6.9% the differences between the tests could be clinically significant. No adverse events were alleged. The nurse had no product left to return for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The initial reporter phone and address were not provided.